Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent an anterior cervical discectomy and fusion at c4-5 with the use of a peek cage and bone graft putty. Approximately 5 days post-op the patient underwent a revision surgery to change out the peek cage. When the surgeon made an incision, a yellow fluid flowed out and the peek cage was found empty. The hospital ran a bacteria test. The results of the test are not available at this time. No additional patient complications were reported.